Event description:
Philips received a report that the quadrature body coil (qbc) seal was damaged. This seal is used for protection, to avoid the patient from potentially contacting the sharp edges of the magnet covers. If this seal is damaged it is likely that this could lead to serious injury.

Manufacturer narrative:
The qbc seal that was damaged and there is no further information on the repair work done. The failure of the qbc seal is considered a malfunction. Remedial action: a field action was initiated under 2023-pd-mr-013. A field safety notification was sent to the customers informing them about this potential issue. The field correction has since been made available to the field in dec 2024.